Manufacturer narrative:
The reported issue of increased frequency of channel errors occurring in the emergency department ever since they've gone through the v9.33 software upgrade could not be confirmed; no product or device logs were returned for investigation. An attached site visit report indicated cleaning practices were in need of improvement; this finding could be a contributing factor for some channel error occurrences. The file was opened to document the issue that was reported. No further investigation of this issue is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
The customer reported an "increased frequency of channel errors" occurring in the emergency department ever since they¿ve gone through the v9.33 software upgrade. The event was reported by clinical practice consultant when on site for a two months post go live interoperability compliance rounds.